Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during a tka procedure a journey fem impact bumper left broke during impaction, inside the patient. All parts were recovered. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports that the impactor bumper cracked during impaction. Per complaint details, all pieces were recovered from the patient. The procedure was completed without injury or delay, using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A visual inspection confirmed one of the pegs is broken off the journey fem impact bumper lt and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.